Event description:
Patient reports one of his pumps indicate blockage in tubing but after inspecting the tubing no blockage found. No other information known. Dose or amount: remodulin 81 nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2014 to ongoing.